Manufacturer narrative:
The customer complaint of set separated and leaked at the upper fitment could not be confirmed due to the product was not returned for failure investigation. The root cause was not identified. Patient age and dob requested but not provided, however the customer stated that the patient was an adult patient.

Event description:
The tubing set separated and leaked at the upper fitment during use on an adult patient. The customer stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided.

Event description:
The tubing set separated and leaked at the upper fitment during use on a patient. The customer stated that there were no adverse effects caused to the patient from the event.